Event description:
The complaint is reported as: "the doctor performed a central line insertion to a (B)(6) baby through right femoral vein on 19 march. In the first attempt, the doctor inserted an introducer needle and a guidewire into the patient but found that femoral artery was inserted. Therefore, he removed the needle and guidewire out of the patient. He checked that both introducer needle and guidewire were intact so he tried the second attempt. In the second attempt, he found resistance when he inserted one-third of the guidewire into the patient. Thus, he removed the needle and guidewire out of the patient but the central core wire of the guidewire was found broken. The tip of the guidewire was still in the vein but linked with the spring coil. Finally, the doctor removed the whole guidewire successfully by pulling the spring coil slowly." No patient harm reported. The patient's condition is reported as fine. A new catheter set was opened and another attempt was successful.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the doctor preformed a central line insertion to a 7-8months baby through right femoral vein on 19 march. In the first attempt, the doctor inserted an introducer needle and a guidewire into the patient but found that femoral artery was inserted. Therefore, he removed the needle and guidewire out of the patient. He checked that both introducer needle and guidewire were intact so he tried the second attempt. In the second attempt, he found resistance when he inserted one-third of the guidewire into the patient. Thus, he removed the needle and guidewire out of the patient but the central core wire of the guidewire was found broken. The tip of the guidewire was still in the vein but linked with the spring coil. Finally, the doctor removed the whole guidewire successfully by pulling the spring coil slowly." No patient harm reported. The patient's condition is reported as fine. A new catheter set was opened and another attempt was successful.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided four photos for analysis. The complaint of guide wire and needle resistance was able to be confirmed by the photos. The photos show an unraveled guide wire that resulted from needle resistance. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." Without the device to evaluate , the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The customer returned one introducer needle, syringe, and guidewire inserted through a catheter. Signs of use in the form of biological material was observed on the guidewire. Visual analysis revealed that the guide wire was unraveled from the distal end. The guide wire also contained one kink towards the distal end. Microscopic examination revealed that the core wire had broken towards the distal end of the guidewire. The proximal weld was intact and appeared spherical. The returned introducer needle shows evidence of use but no obvious defects or anomalies. The kink in the guide wire measured 432mm from the proximal weld. The broken core wire length measured 450mm which is within the specification limits of 449.2 - 458.8mm per the guide wire graphic. The guide wire outer diameter measured .440mm which is within the specification limits of .431mm-.457 mm per the guide wire graphic. The cannula outer diameter measured .0320" which is within the specification limits of .0320"-.0325" per the cannula graphic. The cannula inner diameter at the distal and proximal end measured .0230" which is within the specification limits of .0225"-.0240" per the cannula graphic. The returned needle was attached to a lab inventory arrow raulerson syringe (ars). The undamaged portion of the returned guide wire was then inserted into the subassembly. Little to no resistance was observed as the guide wire was able to pass completely through the sample needle. Performed per IFU statement "raise your thumb and pull the arrow advancer approximately 4 cm to 8 cm away from the syringe. Lower thumb onto the arrow advancer and while maintaining a firm grip on the spring-wire guide, push the assembly into the syringe barrel to further advance the spring-wire guide. Continue until spring-wire guide reaches desired depth". A manual tug test confirmed the proximal weld was fully secure and intact. A device history record review was performed, and no relevant findings were identified. The instructions-for-use provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken towards the distal weld. The guide wire and introducer needle met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "the doctor preformed a central line insertion to a 7-8months baby through right femoral vein on 19 march. In the first attempt, the doctor inserted an introducer needle and a guidewire into the patient but found that femoral artery was inserted. Therefore, he removed the needle and guidewire out of the patient. He checked that both introducer needle and guidewire were intact so he tried the second attempt. In the second attempt, he found resistance when he inserted one-third of the guidewire into the patient. Thus, he removed the needle and guidewire out of the patient but the central core wire of the guidewire was found broken. The tip of the guidewire was still in the vein but linked with the spring coil. Finally, the doctor removed the whole guidewire successfully by pulling the spring coil slowly." No patient harm reported. The patient's condition is reported as fine. A new catheter set was opened and another attempt was successful.